Event description:
Customer reportedly received results of 70 mg/dl and 250mg/dl on within 10 minutes on the advantage sys. No actions taken based on device results. No blood glucose symptoms reported with these results. Customer also reportedly received results of 250 mg/dl and 83 mg/dl on within 10 minutes on the advantage sys. Low blood glucose symptoms reported with these results. Also reports a small brown bead in the bottom of the container. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.